Event description:
Tech alleged the stretcher brakes were not holding. He found that all 4 brake casters were worn out, not holding and brake tente also was worn out. He replaced all four brake casters to resolve.